Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump volume was not anunciating and customer was unable to hear alerts and alarms notifications. Customer's blood glucose level was 265 mg/dl. Additionally, it was reported that the customer entered a larger amount of carbohydrates than what was consumed which resulted in a low blood glucose level of 47 mg/dl. Customer consumed carbohydrates, protein, toast and orange juice to address low bg. Recommendation was made to discuss diabetes management with a health care professional. Reportedly, customer continued to use the pump for insulin therapy.